Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed and a root cause could not be determined. A review of the complaint database and device history record could not be performed as a lot number was not provided.

Event description:
The customer alleges they experienced a fracture with an endomaxx stent when attempting removal. The stent was initially placed on (B)(6) 2024 for an esophageal perforation and was sutured in place. The attempted removal occurred on (B)(6) 2025. According to a nurse in the room, the physician was able to grasp the proximal metal loop of the stent with grasping forceps after removing the sutures. It was difficult to pull the stent proximally and after struggling for some time, the stent fractured in two pieces. From there, they were able to retrieve the stent in two pieces and the patient did not suffer any injury when removed. No patient harm occurred.